Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon reamed patient's femur up to 15mm diameter using restoration modular reamers. When he implanted the 15mm implant it seated much deeper (30 mm deeper) than the reamer had seated. He removed the stem to check his reaming and the 15mm reamer seated up where it was originally seated. This led the surgeon to believe there must be a difference in tolerance between reamer and stem.